Event description:
A malfunction on the pump was reported by the caller, and there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, which the customer agreed to perform independently once they had charging supplies. The customer was advised to call back if the malfunction code recurs and acknowledged understanding these instructions.